Manufacturer narrative:
Part # 03.620.061. Synthes lot number: 7088676-32. Supplier lot number: 7088676-32. Manufacturing site: (B)(4). Release to warehouse date: 26-mar-2013. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: a visual inspection of the returned device showed moderate surface wear on the metallic surfaces, consistent with use. The metallic end caps were discolored. However, no defects that would contribute to the complaint condition were observed. Functional test: a functional test was not performed as the complaint device is past manufacturer¿s (bradshaw medical) recommend timeframe for life of this instrument. Service & repair evaluation: during testing at service and repair, the torque limiting ratchet handle has failed in calibration. The repair technician reported the device failed high. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection dimensional analysis was not performed as relevant features are inaccessible. Document/specification review: ratcheting & torque-limiting handle, 10 nm conclusion: the returned instrument has exceeded the expected instrument life (three years) established by bradshaw, therefore any recalibration could not be assured; a CAPA addresses this torque limiting handle. There is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a plif (posterior lumbar interbody fusion) in l5 treating a lumbar spinal canal stenosis the handle (03.620.061) turned idly and did not become effective during the final implant tightening. The torque could be applied in final implant tightening and the ratchet components had a mechanical jam. Concomitant devices: unknown torque (part#unknown, lot#unknown, quantity 1). Unknown implant (part#unknown, lot#unknown, quantity 1). This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).